Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated post-procedure check, an hour later, the right atrial lead exhibited intermittent capture and decreased sensing. X-ray was performed indicating that the lead had dislodged. It was unknown if the lead dislodgement occurred after the device replacement procedure or patient previously trying to pull the lead out of their skin during high voltage therapy episode. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was explanted and replaced successfully. The patient was stable post procedure and high voltage therapy was turned off at patient¿s request.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.